Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device could not be activated. Another device was used to complete the procedure. There were no adverse consequences for the pt. The customer disposed of the device, no device will be returning.

Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis.